Event description:
It was further reported that the patient had a two stage revision for an infection and 3 knee wash outs. The initial surgery occurred about 2 and half years ago. Then due to an infection the knee was rinsed out three separated times. Afterward, the first stage revision occurred and about 3 months later the second stage revision occurred for re-implantation.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Concomitant medical product: persona posterior stabilized femoral component, catalog #: 42500607002, lot #: 63153622; persona stemmed 5-degree tibial component, catalog #: 42532007902, lot #: 62819687; optipac bone cement, catalog #: unknown, lot #: a502a05905. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00054, 0002648920-2018-00299, 0002648920-2018-00300. Product location unknown.

Event description:
It was reported that the patient was revised to address an infection. Attempts have been made and no further information has been provided.